Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, noise was noted on the right ventricular lead when the physician sewing the pocket and stuck a needle through the lead. Another lead was used. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.